Event description:
It was reported that impedance tests showed reading greater than 10,000 ohms. Three electrode contacts reportedly showed high impedance readings when tested at 0.7 volts, 3 volts, and re-seated to 8-15 slot. It was stated that another multi-lead trialing cable was used, but the three electrode contacts continued to have "high" readings with no stimulation when amplitude was "maxed out." The lead configuration was reportedly re-programmed, but the three contacts continued to have high impedance when re-tested at 3 volts. It was noted that the patient was in the operating room for intraoperative testing at the time of the report. It was later reported that the lead was replaced due to high impedances observed intraoperatively. It was noted that there was no patient injury and the patient recovered without sequelae. A couple weeks later, it was reported that replacing the lead and the screening cable resolved the high impedance issue. It was noted that at the time of the implant, the new lead showed "out of range" results only on one electrode. There were "several" attempts to clean and re-insert lead, but readings did not change. The physician reportedly elected to leave it as it was "likely" tissue in the epidural space. No interventions were taken or planned. The patient was noted as "fine" and receiving therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 355531, lot# n344054. Product type: screening device: product ID 355531, lot# n352235. Product type: screening device. (B)(4).

Manufacturer narrative:
Analysis of the lead found no anomaly. Analysis of the trialing cable found no anomaly.